Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the monitor demonstrated an intermittent communication problem with the interface module. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.